Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that as a result of the device replacement procedure, the lead was damaged. There lead had high/unstable threshold, high impedance and confirmed fracture, insulation damage and oversensing/noise. During the lead replacement procedure the physician noted that the proximal portion of the lead was damaged. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.